Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (2gm, every 5th day, discontinued after 11 days), fortum injection (1gm, per day, discontinued after 11 days) and heparin injection (1/2 ml, per bag, intraperitoneal, discontinued after 11 days) for peritonitis. Eight days after hospital admission, the patient was discharged and has recovered from the event. Pd therapy was ongoing. No additional information is available.